Event description:
Caller reported their pump screen was dark and unable to turn on, which caused customer's blood glucose level to display as "high," exceeding the threshold. They took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided guidance on troubleshooting the pump, but the screen remained unresponsive. Consequently, a replacement pump with updated software was sent to the customer, who was instructed on returning the malfunctioning pump and acknowledged they would need to program their settings and connect their continuous glucose monitor to the new pump. Customer reverted to an alternative method of insulin therapy.